Manufacturer narrative:
Continuation of d10:  product ID evfxplus-29 (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 29 millimeter (mm) transcatheter valve in a patient with an annulus measuring 79 mm to 80 mm, the deployment of the valve was attempted 3 times; however, the valve would not stay in place. Subsequently, the system was withdrawn from the patient. A 34 mm transcatheter valve was used to complete the procedure. Per the physician, the patient's annulus size contributed to the event. No patient complications were reported as a result of this event.

Event description:
Additional information was received that during the valve implant, the deployment starting point was mid pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). The valve dislodged ventricular as it was attached to the delivery catheter system (dcs). A non-medtronic guidewire (safari) was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.